Manufacturer narrative:
One swan-ganz catheter was received by our laboratory for a full product evaluation. As received, the balloon was found to have torn around the circumference at the interior edges of both the proximal and distal bonds extending around the catheter. The missing piece of balloon was not returned. All through lumens were patent without any leakage or occlusion. Based on this, the customer report of balloon inflation issue was confirmed. Based on further investigation performed by the engineers at the manufacturing site, a product risk assessment was generated to address and cover the failure of balloon rupture with fragmentations for cco models. As part of the manufacturing process there are a balloon inflation and visual inspection controls in the manufacturing process to prevent this type of malfunction. In addition, the manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing defect. As per instructions for use review, the IFU contains instructions to perform a balloon integrity and lumens patency check prior catheter insertion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after insertion of this swan-ganz catheter, the balloon burst while inflating it. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were requested, but unable to be obtained.